Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. The root cause cannot be determined. The instructions for use (IFU) identifies difficult coil detachment and premature coil detachment as potentials complications associated with use of the device.

Event description:
It was reported that after positioning the embolization coil at the bifurcation of the middle cerebral artery (mca), the coil would not detach. During the attempt to remove the coil, the coil unexpectedly detached. The detached coil was left implanted in the treatment site. There was no reported patient injury or additional intervention. The patient's current condition is reported to be "normal."